Event description:
Asr revision; asr resurfacing to xl; left; reason(s) for revision : femoral neck fracture; cup remained insitu; 1st revision of 2 - (B)(4). Bilateral patient - right side not revised.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr resurfacing to xl, left, reason(s) for revision : femoral neck fracture cup remained insitu. 1st revision of 2 - see com (B)(4) for 2nd revision bilateral patient - right side not revised.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr resurfacing to xl. Left. Reason(s) for revision : femoral neck fracture. Cup remained insitu. 1st revision of 2 - see (B)(4) for 2nd revision. Bilateral patient - right side not revised. Update 28 apr 2015: rec'd scf on 20 mar 2015, however I have had to clarify a few issues with the case as the scf mixed both revisions up. Correct implant date confirmed on scf as (B)(6) 2007. Added previously missed cup. Crawfords have been contacted regarding patient information -see (B)(4) for 1st email sent.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.